Event description:
It was reported that the insulin pump has an unresponsive keypad. It was reported that the insulin pump alarmed battery out limit. Customer's blood glucose reading was 122 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
There was no battery out limit alarm noted. The unit had no button response due to corroded keypad traces. There was no unexpected numbers ramping noted. The unit had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker.